Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 660mg/dl. The mother also stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.